Event description:
The pt was having a tricuspid valve repair and the physician chose to replace the sys at the same time. The hosp retained these devices. Should add'l info become available this file will be updated.